Event description:
The customer's husband reported that the customer was hospitalized for high blood glucose levels. After having dinner, the customer checked her blood glucose levels, and the reading was 440 mg/dl. The customer also had high ketones. The customer was unable to lower her blood glucose levels with the insulin pump or manual injections. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed high pressure and leadscrew tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.